Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. H3 other text : see h.10

Event description:
It was reported before using bd vacutainer® sst¿ blood collection tubes aire bubbles were in the gel. The following information was provided by the initial reporter: customer is reporting significant number of tubes have air bubbles in the gel separator on product 367986, lot 2046739.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects. H3 other text : see h.10.

Event description:
It was reported before using bd vacutainer® sst¿ blood collection tubes aire bubbles were in the gel. The following information was provided by the initial reporter: customer is reporting significant number of tubes have air bubbles in the gel separator on product 367986, lot 2046739.